Event description:
Device was returned for service with a failure code 812:02. This failure was reported to occur during use on a pt. There was no report of any pt injury or medial intervention occurring as a result of this failure. Details regarding pt info and the type of medication were not available. Should additional info become available a follow up report will be submitted.